Manufacturer narrative:
A customer alleged a high rate of positive results. Repeat testing revealed 20 false positives. An investigation to evaluate the customer issue is ongoing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged an increase in positive results for sars-cov-2 while using the cobas® sars-cov-2 & influenza a/b assay. No harm was alleged. The customer questioned the results due to a lack of cases in the region and repeated all 30 positive samples on other platforms, 20 of which returned negative results. Per FDA guidance, 20 mdrs will be filed- one per discrepant result. 10 of the 30 total positive samples retested positive. 20 of the 30 total positive samples samples retested as negative and were repeated on a third instrument, which uses thymobiol reagents and likewise tested negative. According to the customer, samples are placed in primary tubes, which are directly loaded into the instrument. Samples are inactivated by heat. An investigation to evaluate the customer issue is ongoing.

Manufacturer narrative:
A system assessment confirmed that at the customer¿s site, the sample positions in the rack and the pattern may indicate a contamination occurred during pre-analytic sample handling. On the racks where the positives are loaded, there was a high positive sample followed by few low positives. Review of the data identified that there was a mix of positives, both targets and positives for both single channels and in addition to this the CT values are very similar, for the majority of the samples. Evaluation of the samples that generated positive results on the cobas® 6800/8800 sars cov-2/flu ab assay confirmed a mix of early CT results, late CT values and CT values that have exceeded the limit of detection (lod) of the assay. The roche internal controls were valid and in line with expected results. Samples that generated CT values that are at or beyond the lod of the assay have the tendency to generate positive and negative results upon retest. Contamination of the instrument and or samples during sample preparation can also explain why the customer generated unexpected positives results. Differences in technology should also be taken into account, as the result discrepancies were generated between systems and not on the same system. The customer reported always using the primary tubes (delta lab swab) directly on the instrument and the samples were heat inactivated. This type of sample handling is considered off label and could have potential impact on the results. Additional information regarding the sample workflow, sample type and sample handling were requested but not provided. In order to address the issue, a field service engineer was deployed at multiple occasions to check and replace various instrument parts as well as to perform two decontaminations of the instrument and additional cleaning of the reagent transfer head and the needle holders. The field service engineer also emphasized the use of good laboratory practices to ensure reliable and expected result. The customer reported to no longer experience the alleged issues after the last service visit performed by the field service engineer. As result discrepancies were generated, an investigation into the kit lot were performed and no product problem related to the customer allegation was identified. (B)(4).